Manufacturer narrative:
Model/lot number information was not able to be obtained for this device. Therefore, full UDI information(d4) and 510k(g3) are not available. An event of st elevation was reported. The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During the atrial fibrillation procedure, st elevation occurred and resided after administering nitroglycerin. St segment elevation was noted after pre-voltage mapping began. The sheath and dilator were used during the transseptal with the non-abbott needle (versacross). During this time st segments appeared normal. After transseptal, the diagnostic catheter was inserted through the sheath and into the left atrium. After a respiratory compensation was collected, the voltage map was started. The diagnostic catheter collected geometry and data in the left atrial appendage and left common vein. This took approximately 3-4 minutes. At this time the st elevation was noted. The diagnostic catheter was removed from the left atrium, but the sheath remained in placed across the septum. Nitroglycerin was administered and the st elevation resided in about 5-7 minutes. It was decided to abort the case and all the catheters/sheaths were pulled. It was unsure if it was air embolism or coronary spasms. After the case was called, numerous 12 lead ekgs were printed and it seemed that the patient may have had a few moments of st segment elevation ((probably due to coronary spasms) prior to any catheter access. Following the case, the patient had no adverse consequences and was monitored throughout the night.